Manufacturer narrative:
The insulin pump was received with intermittent button due to moisture damage keypad traces. The keypad overlay had weak adhesive bond. The insulin pump passed rewind basic occlusion and displacement test. The insulin pump was unable to prime during the prime test due to loose drive support disk. Analysis was unable to perform excessive no delivery alarm due to prime anomaly.

Event description:
The customer's mother reported via phone call that the buttons were working intermittently. The customer's blood glucose was 383 mg/dl at the time of incident. The insulin pump was returned for analysis.